Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The clinic manager from a user facility reported of a major blood leak alarm approximately 45 minutes into the patient's treatment. This was reported to be the second blood leak in the clinic that same day. Treatment was stopped and blood was not returned to the patient. Additional information provided indicated a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak alarm occurred. The serial number was not provided. The 2008t hd machine generated a blood leak alarm 45 minutes after the hd therapy was initiated. The clinic manager stated the bloodlines used were fresenius. It was unknown if the blood leak internal or external to the extracorporeal circuit. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 300ml. The clinic manager stated blood was not visually noted and three blood leak test strips were used after the incident to check for the presence of blood in the dialysate; the test strips returned positive results. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue, and prophylactic antibiotics were given post treatment per certified nurse practitioner (cnp). Per clinic manager the sample available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
The clinic manager from a user facility reported of a major blood leak alarm approximately 45 minutes into the patient's treatment. This was reported to be the second blood leak in the clinic that same day. Treatment was stopped and blood was not returned to the patient. Additional information provided indicated a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak alarm occurred. The serial number was not provided. The 2008t hd machine generated a blood leak alarm 45 minutes after the hd therapy was initiated. The clinic manager stated the bloodlines used were fresenius. It was unknown if the blood leak internal or external to the extracorporeal circuit. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 300ml. The clinic manager stated blood was not visually noted and three blood leak test strips were used after the incident to check for the presence of blood in the dialysate; the test strips returned positive results. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue, and prophylactic antibiotics were given post treatment per certified nurse practitioner (cnp). Per clinic manager the sample available to be returned for evaluation.